Manufacturer narrative:
This device was incorrectly reported and no device failure or malfunction occurred. Device reported in error.

Event description:
It was reported that the brakes won't hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes won't hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.